Event description:
Per clinical review: on 08dec2022, the team experienced a problem with their heart lung machine (hlm) during cardiopulmonary bypass (cpb), described as alarms with no visual message. There was no delay, no blood loss, and no change out, and the procedure was completed successfully. There was further indication that the level detectors were going off for no reason, and that the same situation was happening with their other hlm. The manufacturer's field service representative (fsr) replaced both level modules and all sensors.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the log showed that the issue likely occurred on (B)(6) 2022, not on (B)(6) 2022 as reported. On (B)(6) 2022, the level module was reporting many 'alarm probe uncoupled/coupled' events. Sometimes the uncoupled/coupled events occur so fast that only an alert tone would have occurred. No other indication would have occurred like a 'level not attached' alert or a flashing level icon. The log confirms the complaint. During laboratory analysis, the product surveillance technician (pst) connected the level sensor module and both level sensors to lab use only (luo) testing equipment. The pst observed that provided the level sensors were securely attached to the level fixture, all components functioned as intended. It was determined that the level sensor module and both level sensors met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the level sensor was alarming with no message displayed. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) replaced the level sensor module and both the level sensors. The unit operated to the manufacturer's specifications. The red level sensor part number: 195274, serial number: (B)(4), UDI: (B)(4). The yellow level sensor part number: 195215, serial number: (B)(4), UDI: (B)(4).

Manufacturer narrative:
Updated blocks: b5, d9, e1, and h6.

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.